Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# unknown, serial# unknown). Cook transseptal needle (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a male patient over the age of 65 years old underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Pre-procedure there was a small effusion present, diagnosed using intracardiac echo (ice). After ablating in the left atrium (la) and isolating pulmonary veins, the patient became hypotensive. Cardiac tamponade was confirmed by ice. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium which temporarily restored blood pressure. However, blood pressure continued to decrease so the patient was sent to the operating room to repair a hole in his left atrial appendage. The appendage was clipped, and the patient stabilized. Extended hospitalization was required due to surgery. The patient¿s anatomy was cited as a factor that might have contributed to the adverse event. The patient had difficult and awkward anatomy to perform transseptal cross. At the time, the physician did not and could not identify the cause. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was performed with a cook transseptal needle. The overall time for ablation at the site of injury was greater than 7 minutes. The catheter irrigation was set within recommended settings for stsf. The stsf catheter was in close proximity to the pentaray catheter which was in the left inferior pulmonary vein and the ablation catheter completed isolation on along the ridge. The stsf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a male patient over the age of 65 years old underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Additional information was received on 2/17/2019 indicating manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a male patient over the age of 65 years old underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The investigational analysis completed on 2/26/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested, and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).